Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl. Customer¿s current blood glucose is 127 mg/dl. The customer was ate food to treat low blood glucose. Customer also states that he had high blood glucose 288 mg/dl. Troubleshooting was declined for low blood glucose. Customer also reports that auto mode shield is not displayed on screen. The insulin pump will not be returned for analysis.